Event description:
While attempting to change the cartridge, the customer dropped the pump and encountered a malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer, who was awaiting the charging pad necessary for completing the reset.